Event description:
Per the audiologist, the patient reported hearing minimal sound with her cochlear implant system. Results of an integrity test performed in 2007 showed normal receiver/stimulator function. Results of a CT scan (date not provided) suggested the electrode array has migrated out of the cochlea. The patient's device was explanted (date not provided). The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is address in the device labeling.